Manufacturer narrative:
Product analysis: analysis was able to confirm the reported display issue, the start-up screen was blank. Analysis also noted that the cord bay was broken and the stylus was not aligned with the cursor on the display screen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display remained blank, with no backlight, when turned on. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.